Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. See b5 for additional information. D10. Section d references the main component of the system. Other medical products in use during the event include: product ID: hh90t01, serial: (B)(6), product type: 2201-mobile platform product ID: a820, product type: software, software version: 2.0.1700. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing clonidine, unknown morphine, and bupivacaine for non-malignant pain. It was reported that the patient stated they were having issues with the handset not functioning properly. The patient stated it was taking a long time to connect to the pump and getting stuck at 90% for a couple months, and was getting worse this month and they were not feeling it anymore. An agent assisted the patient with clearing the data on the handset and the devices connected very fast. The troubleshooting steps that were taken on the call resolved the issue. The patient later called back on (B)(6) and reported the handset was lagging again. An agent guided the patient through clearing the data.